Event description:
It was reported that an ilet user experienced hyperglycemia following treatment of a hypoglycemic episode. Report number 3019004087-2026-24938 has been submitted for the hypoglycemic episode. After a meal with a reported "usual" announcement and subsequent low, the user ingested approximately 30¿35 grams of fast-acting carbohydrates, after which blood glucose rose to the high 200s while the device showed insulin on board and no system alerts, with use of a steel infusion set and recent supply change. Symptoms included hyperglycemia peaking at 294 mg/dl. Outcomes included no health consequences or impact, and glucose returned to range. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found and a usage problem identified, characterized as overtreating hypoglycemia, with no applicable device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error caused or contributed to the event.